Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day. The patient was treated with an unknown antibiotic (route and dosage unknown). The cause of the peritonitis was unknown. The patient was still recovering from peritonitis at the time of the report. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was performed for potentially associated lot numbers h12i06079, h12l07031, and h13c27044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).